Event description:
It was reported that during a bariatric sleeve procedure, the doctor was using the ech60s, they go to fire and the stapler dies. They did trouble shoot, took out battery and put back in and nothing is working, no articulation, nothing. It did not even start a firing sequence. So, they opened another device with new reloads and everything worked fine. Case was completed. No patient harm.

Manufacturer narrative:
(B)(4). Date sent 12/5/2024. D4 batch #c9dt89. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with no visual non-conformances and without a reload present. In addition, a reload pan was found lodged inside the channel. The event log was reviewed. An event was found that typically indicates that the knife encountered the firing safety lockout mechanism. This mechanism ensures that the knife cannot deploy without an unfired reload installed. It is possible that it occurred due to improper installation of the reload. Always ensure that the retaining cap is in place when a reload is installed into a device. See the IFU for more details. The pan was removed from the channel and the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. It is possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number c9dt89, and no non-conformances were identified. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot.